Manufacturer narrative:
The faradrive sheath was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the sheath underwent visual inspection, leakage testing, and microscope inspection. No abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath. The reported clinical observations were confirmed by the analysis results.

Event description:
It was reported that the sheath exhibited a leak from the hemostatic valve. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. During post-mapping with a non-boston scientific mapping catheter inserted into the sheath adenosine was flushed through the flush port, and it was noted that a leak occurred through the hemostatic valve in a fast drip. It was also noted that the adenosine was not having the desired effect on the patient. An attempt was made to close the seal to stop the fluid from leaking, but this was not successful. The sheath was pulled into the right atrium, and the mapping catheter was kept in the left atrium to complete mapping. Once the mapping catheter was removed from the sheath the seal on the valve appeared to close. The procedure was completed successfully. No patient complications were reported. The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that the sheath exhibited a leak from the hemostatic valve. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. During post-mapping with a non-boston scientific mapping catheter inserted into the sheath adenosine was flushed through the flush port, and it was noted that a leak occurred through the hemostatic valve in a fast drip. It was also noted that the adenosine was not having the desired effect on the patient. An attempt was made to close the seal to stop the fluid from leaking, but this was not successful. The sheath was pulled into the right atrium, and the mapping catheter was kept in the left atrium to complete mapping. Once the mapping catheter was removed from the sheath the seal on the valve appeared to close. The procedure was completed successfully. No patient complications were reported. The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.